Manufacturer narrative:
A complete lead was returned in one piece for analysis. Visual inspection found clavicle crush damaging/breaching the inner/outer insulations and bent/compressed of the outer coil at the middle region of the lead. The cause of oversensing noise was isolated to the damaged noted to the inner/outer insulation consistent with clavicle crush forces.

Event description:
Related manufacturer reference number: 2017865-2023-42382. It was reported that noise on both atrial and ventricular leads were noted. The leads were explanted and replaced successfully. The patient is in stable condition.